Event description:
Shortness of breath. Intermittent far field sensing of the qrs on the ra lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)